Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced an adverse event. Patient reported she was sleeping and her blood glucose (bg) started dropping. Patient's husband was awoken by the alert from his follower application. Patient's husband treated patient with ten (10) sugar pills and a glass of orange juice. Patient stayed lying in bed, and began to feel better. Patient's husband then checked patient's bg value and it was at 23 mg/dl. After waiting for the sugar pills to take effect, patient's bg was at 159 mg/dl. Patient alleges that the g5 mobile application did not alert her. At time of contact, patient is doing well. No additional event or patient information is available. Data was provided for evaluation. The reported no audio alert was confirmed via data. The g5 mobile app was launched at 03:34:36 pm utc on (B)(6) 2017. It was during this time that the patient experienced the adverse event as backfill data shows the patient passing the low alert threshold of 70 mg/dl at 02:43:53 pm utc on (B)(6) 2017 with an estimated glucose value (egv) of 66 mg/dl. The g5 mobile app did alert the patient to an urgent low at 03:38:59 pm utc on (B)(6) 2017 approximately 4 minutes after the g5 mobile app was launched and connection to the transmitter was restored, it was at this time the patient's husband was alerted via the follow app at 03:39 pm utc. The alert was acknowledged at 03:39:43 pm utc on (B)(6) 2017. Root cause was determined to be the g5 mobile app was closed at approximately 1:24:00 pm utc on (B)(6) 2017.